Event description:
It was reported that the patient had their log file submitted for evaluation for concerns for low speed advisory events. The patient presented to the clinic with 5 low speed operations on (B)(6) 2022. No pump off alarms were recorded. Technical services reviewed the log file and reported the speed reduction events. They noted that they were very brief. They stated that possible causes for the events could be short-to-shield or a high current event. Which could further be caused by power spikes or a thrombus. It was communicated on (B)(6) 2022, that the patient was asymptomatic during the events and doing fine. There were no signs or symptoms (s/s) of hemolysis or pump thrombus, but it was noted that the clinician personally thought the device sounded like a thrombus was forming. The patient was given an ungrounded cabled and ordered all the necessary diagnostics. It was communicated on (B)(6) 2022, that again the patient had no s/s of hemolysis. The patient's x-ray's were sent in for review. It was also noted that the external portion of the patient's perc covering had a slit in it, but other wise looked okay. Technical services reviewed the new information and stated that this was not a phase to phase issue as it only occurs on a grounded patient cable. The images provided did not show any obvious issues with the internal portion and neither images showed the external portion. They recommended to have the patient use a non-grounded cable and power module for support at night.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events. Although a specific cause for the intermittent low speed events could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with an issue with the driveline. Additionally, the reported superficial damage to the silicone jacket could not be confirmed as no photos or product were submitted for evaluation. The submitted log file contained data from 05:52:51 on 28dec2021 to 11:03:21 on 26jan2022. Transient low speed events with associated elevations in power were recorded on 03jan2022, 08jan2022, and 23jan2022 while the system was connected to the mobile power unit (mpu). Before and after the low speed events, the pump operated as intended at the set speed. The account communicated that the patient was asymptomatic. Additionally, the account reported that the patient experienced no signs or symptoms of hemolysis or pump thrombosis. The account reported that the patient was provided an ungrounded patient cable. X-ray images showing an internal portion of the driveline were provided by the account and appeared unremarkable. Additionally, the account reported that the driveline had a superficial slit in the silicone jacket. The patient was reportedly discharged. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under ¿patient care and management,¿ covers wear and tear to the percutaneous lead. The IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms, including low speed alarms, and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.